Event description:
It was reported that a manufacturer representative was scheduled to see the patient on (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had met with a healthcare provider (hcp) and no significant issues had been found with the stimulator. It was stated that the pulse width had been reduced to ¿180¿ and after having been ¿opened back up to 450,¿ the patient was found to have had good coverage in the areas for which the patient was implanted. It was noted that the patient was educated on the use of the pulse width. It was noted that the patient had left the hcp¿s office with a 75% reduction in pain.

Event description:
It was reported that the patient had stimulation in the wrong location. The issues had been going on for the 6-7 months prior to the report. The patient was feeling the stimulation in their butt but wanted to feel it in their lower back and they wanted their stimulation adjusted. The change in stimulation came on suddenly but there were no falls or trauma associated with the event. The patient was upset and was ready to have their system taken out. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).